Event description:
It was reported by service report that the foot end lift motor was drifting past its low limits causing the scale to weigh incorrectly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.